Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that there was a decline in patient's performance since (B)(6) 2013. A problem of external device is excluded. A head trauma is denied by the guardians. Reimplantation was done on (B)(6) 2013.